Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse inspected the system for leaks, checked and adjusted the detector, and noticed the syringes showed severe wear. Fse replaced small and large syringe. The instrument was tested with quality control and whole blood samples with no issues.the g8was working as intended. No further action required by fse. The probable cause of the event was the detector needed adjustment.

Event description:
On (B)(6) 2016 a customer reported reported c-gram issues with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.